Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. Customer was advised to call back if the issue recurs and was allowed to continue using the pump.